Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor error and high blood glucose. The customer's blood glucose was 538mg/dl at the time of incident. Trouble shooting was performed and found unable to calibrate sensor and currently on auto mode. The customer unable to enter auto basal. Assisted in navigating auto mode readiness and enter blood glucose currently of 102 mg/dl. Customer declined troubleshooting for high blood glucose. The product will not be returned for analysis.